Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the generator implant procedure, the physician suspected that the right ventricular lead perforated the right ventricle. This was confirmed by echocardiogram and the procedure was cancelled. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.